Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the tissue damage and erosion could not be confirmed. Device history record review (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch: 1000492422, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinder was visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinder passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: review of the labeling confirmed the reported adverse events of tissue damage and erosion are included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of tissue damage and erosion are included in the product labeling and hazard analysis.

Event description:
It was reported that the patient had really bad corporal tissue on one of his corpora and was starting to get an aneurysm in the one corpora. It was more pending erosion as the patient has poor corporal tissue. The physician wanted to remove the one cylinder and replace it with a new cylinder as there was a bulge in the patient corpora when the device was inflated. The physician grafted some tissue to that particular corpora, to add strength to it. The physician also decided to remove the cylinder on that side, and placed a brand new cylinder. The patient outcome was good and was expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had really bad corporal tissue on one of his corpora and was starting to get an aneurysm in the one corpora. It was more pending erosion as the patient has poor corporal tissue. The physician wanted to remove the one cylinder and replace it with a new cylinder as there was a bulge in the patient's corpora when the device was inflated. The physician grafted some tissue to that particular corpora, to add strength to it. The physician also decided to remove the cylinder on that side, and placed a brand new cylinder. The patient outcome was good and was expected to fully recover.